Event description:
A blood glucose level of "high" was reported by the customer; cause was unknown. Customer reported they switched to an alternate method of insulin therapy and then disconnected the call. Multiple follow up attempts were made, however, no further information was provided.